Event description:
It is reported that the patient was revised due to synovitis and pain.

Manufacturer narrative:
Evaluation summary: review of primary surgical report provided indicates surgical technique was followed. Review of surgical report for revision indicates the joint was found to be extremely stable, but the patellar component was found to be translated laterally, and there was extensive scar formation and the soft tissue cyst. It was also noted that the patellar component was found to be slightly thick. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unknown. A definitive root cause cannot be determined with the information provide. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information received, the complaint will be reopened.